Event description:
The following was reported by an international user facility: "after 4 days an eds3 started leaking. It was replaced by another external drain. There were no reports of delay or patient harm". Patient information: n/a. Patient is not part of a clinical study. No surgical delay reported. This is not a revision of one or more implants. On (B)(6) 2018: the device will not be returned.